Manufacturer narrative:
The analysis on the computer of the viewing station of the imaging system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The pendant was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The representative installed a new mobile view station (mvs) pc, image acquisition system (ias) to mvs interconnect cable, network cable, and a new pendant assembly because the mvs screen was displaying a blue screen. The mvs pc was returned to the manufacturer for evaluation, however no results are available at this time.

Event description:
A medtronic representative reported that while in a spinal fusion case, the imaging system was unable to take a spin. The site reported issues while trying to take a spin. Eventually, the site was able to take a spin and use the imaging system during the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.